Event description:
Patient sent an email reporting that she had been fit with acuvue oasys after wearing a competitive brand successfully for several years. She states that while on vacation in another country, she wore her new lens and was unable to remove it at the end of the day. The patient reports the eye became red and painful while trying unsuccessfully to remove the stuck lens. They eventually went to an emergency clinic and saw an ophthalmologist. The ophthalmologist removed the lens from the patients eye with the use of an anesthetic drop. The patient reports severe pain and "corneal ulcer" following the procedure. We contacted the ophthalmologist with a translator, an optometrist fluent in spanish, and were informed the patient has an abrasion. This is being reported as a serious injury due to the patient's report of loss of vision for 5 days and continuing pain and inability to work or travel for several weeks. The product in question has been discarded. Follow up information has been difficult to coordinate due to language barriers. We have requested copies of medical records and will follow up within 30 days of receipt of additional information.

Manufacturer narrative:
No conclusion can be drawn.